Manufacturer narrative:
Device evaluation completed on june 22, 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the con pro 350/400cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no product deflation was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 14, 2021 indicated that the date of event was on (B)(6) 2021. The left prosthesis was the affected side. The lot# 195321. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 14, 2022 indicated that the patient had the implant removed on (B)(6) 202. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 04, 2022 indicated that patient also experienced capsular contracture unknown grade. As a result, patient underwent bilateral capsulectomy, and bilateral replacements with mentor smooth round moderate profile 350cc shell, 400cc fill. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on august 30, 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the con pro 350/400cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no product deflation was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female who underwent a breast augmentation primary with a mentor siltex contour profile moderate, 350/400cc, saline prosthesis experienced unknown-sided deflation post procedure. The issue was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.